Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap gastric bypass procedure when crossing the small intestine, the middle of the staple line had an opening. Distal and proximal portion of the staple line were intact. Surgeon resectioned the open area and completed the procedure with a new stapler. No pt consequence was reported.